Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that a gradual increase in shock impedance measurements was noted when it comes to this device over the last year. Most recently the values were high and out of range. No adverse patient effects were reported.